Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances, and it was suspected that both the rv and right atrial (ra) leads had dislodged. The pocket was reopened. The rv lead was found to not have dislodged, but was repositioned and remains in use. The physician attempted to extract the ra lead, but noted that the lead was coming apart. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.